Manufacturer narrative:
Updated block: h6 during laboratory analysis, the product surveillance technician (pst) observed the pump pod assembly to function as intended with no errors messages. Per data log analysis: on (B)(6) 2019 a perfusion screen is opened and the arterial pump (large roller) is started at 7:16:08. 09:03:32 pump speed set to 3.694 l/min. 09:05:52 pump is stopped (locally - possible service pump). 09:06:42 pump is started/stopped/started. 09:07:10 pump speed set to 3.615 l/min. 09:19:06 pump stopped (locally - possible service pump). 09:19:50 pump started . Most likely the pump displayed service pump at 9:05:52 am when it stopped or 9:19:06 am. There is no way to confirm service pump was displayed since that event is not logged in all cases. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. He replaced the pump assembly pod as a precaution. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4) / medwatch 1828100-2019-00287.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump in the arterial position displayed a service pump message. The perfusionist restarted the pump and the message cleared. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the roller pump in the arterial position was set up and primed without issue for a case on (B)(6) 2019. The information available was that the pump was in the arterial location and had a 3/8 arterial poly-vinyl chloride (pvc) boot. Shortly after commencing cpb, the perfusion team received a service pump message on the roller pump, and the pump stopped. The team was able to mitigate the pump stop by pressing the start/stop local user interface and resume forward flow. The pump ran without issue the remainder of the procedure. The roller pump was not exchanged during the procedure, and was used on a procedure the following day where the same situation and mitigation occurred and was subsequently removed from service. This incident did not delay the continuation of the surgical procedure. There was no harm or blood loss due to the incident.